Manufacturer narrative:
Device is a combination product. E1 initial reporter city: (B)(6). Device evaluated by MFR: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found the device broken into three sections. First section contained the manifold hub, the strain relief and a portion of the hypotube shaft and measured 8.7 cm in length. Second section contained a part of the hypotube shaft measuring 3.1 cm in length. Third section contained the hypotube shaft as well as the distal region of the sdd with crimped stent, balloon and tip and measured 139 cm in length. The product mandrel and the stent protector were also present on the device. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noticed that the proximal shaft was broken easily when tried to bend once.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that shaft break occurred. A 2.25 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noticed that the proximal shaft was broken easily when tried to bend once.